Event description:
It was reported that an unk attachment may have leaked during the cleaning/sterilization process. There was no actual leaking observed. There was no pt involvement. There were no adverse consequences as a result of this event.

Manufacturer narrative:
Attachments were rec'd at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.